Manufacturer narrative:
UDI: (B)(4). The serial number was unknown. The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation surgery for the humeral shaft for an upper diaphyseal fracture, it was observed that while using the radiolucent drive device, a hole was opened in the front skin, however the device lost torque, the drill stopped working and made creaking "giggling" noise. According to the reporter, the user attempted to try the device in the air when the device rotated pivoting the axis of the power tool with the drill bit "like a propeller". It was further reported that gauze was used to cool down the devices. It was reported that due to the event, a drill with a short drill point was used to drill a second hole in the contralateral skin. It was reported that there was less than thirty minute delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. It was reported that first aid was applied to the initial hole and the patient is in stable condition. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.